Event description:
According to the reporter: when the user was using this cartridge, a piece of plastic dropped on the surgical field. Surgery time was delayed approximately 30 minutes and the piece was located. The pt's status was reported as ok.

Manufacturer narrative:
Initial report sent to FDA on 10/07/2009.